Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s clinical diagnosis was urinary urge incontinence and their incontinence was not resolved on(B)(6)2014; therapy adjustment was on program 1 increase to 3.7 amps was done on that day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va02gnw, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reprogramming resolved the event. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va02gnw, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead.

Event description:
A healthcare provider (hcp) in a clinical study reported that the patient had high impedance and worsening of urinary symptoms caused by a car accident. On (B)(6) 2014 the patient reported they had a car accident and slight worsening of symptom, and they were not feeling the implantable neurostimulator appropriately. On (B)(6) 2014 they adjusted the on program 1 increase to 3.7 amps. On (B)(6) 2014 impedance was evaluated on the device and 0 <(>&<)> 2 were >4000 and 0 <(>&<)> 3 were > 4000. They reprogrammed 1 case positive 2 and 1 negative. Amps decreased to 3.4 and vaginal pain was resolved. The manufacturing representative (rep) reprogrammed around the high impedance. The event was noted to possibly be related to the device or therapy and not related to the procedure. No further complications were reported/anticipated.